Event description:
Report received of an over-delivery due to an error in programming the pump. At 1630, a nurse programmed the pump to deliver ivig and atg in the multistep mode at an unspecified rate and nurse left the room. Forty-five minutes later, another nurse entered the room to investigate an unspecified pump alarm. The second nurse reported that the pump was programmed incorrectly and the pt was in "rigors that required an unspecified dose of demerol". There was no reported adverse sequelea. Though requested, no further info was available.